Event description:
The patient was undergoing an embolization procedure for a renal aneurysm using penumbra ruby coils. During the procedure, while placing the coil, the physician lost access and needed to retrieve the coil in order to re access the aneurysm. The coil was successfully retrieved and removed from the patient. When the physician regained access he tried to reuse the coil, however it was stuck inside the coil sheath. He was unable to flush the coil sheath to loosen the coil. The physician used another coil to complete the procedure without any reported adverse effect on the patient.

Manufacturer narrative:
Device investigation: results: the proximal end of the coil appears to be kinked. The coil is still attached to the pusher assembly. The pet-lock on the proximal end of the pusher assembly is still intact. Conclusions: the device was returned for analysis and has been evaluated. The complaint indicates that the coil was retrieved so the aneurysm could be re-accessed. While trying to re-access the aneurysm, the coil became lodged inside the sheath. During evaluation of the returned device, the coil was initially still lodged inside the sheath prior to decontamination. The sheath was flushed with cavicide during decontamination. Once the sheath was flushed, the coil was able to advance distally out of the sheath without an issue. The proximal end of the coil was kinked. The observed kinks were likely due to post-procedural handling and do not appear to be associated with the described issue. The likely cause of this issue was dried blood lodging the coil inside the sheath once the device was removed from the patient. The coil was functional prior to the attempt to be reused. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00105.